Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02938. The pt has two leads from the same lot number. It was reported the pt has not turned on her system since before (B)(6) 2012. She alleged had turned stimulation off for surgery, but the stimulation was not as effective when she turned it back on. She complained she was unable to get the pt intensity even though her programs were maxed out. She also reported she had experienced a fall in (B)(6) 2013. The rep met with the pt and reported diagnostic testing showed low impedance readings. The pt also reported an increased recharge burden. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.